Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut down unexpectedly and subsequently when the pump came out of storage mode, the pump touchscreen was unresponsive. Customer's blood glucose level 265 mg/dl. Customer reverted to insulin pens for insulin therapy.